Event description:
It was reported, during drilling off the medullary cavity in 0.5mm steps, the tip of the reamer broke off. As no other device was available, the surgeon could not implant a nail. He used a plate and completed the surgery with a prolongation of 120 minutes.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.